Manufacturer narrative:
Upon receipt, the ICD was found to be in backup vvi reset mode. Analysis of the device image indicates that the reset occurred after the patient expired. There is no indication of inappropriate device behavior during the implant period. The device's functionality was tested on the bench and on the automated electrical test system; all device functions were normal.

Event description:
It was reported that the patient had expired, cause unknown. The physician suspects that the device was not functioning normally and was not delivering electronic impulses.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.